Manufacturer narrative:
Literature ref: doi.org/10.31083/j. Rcm2509331 a2: average age a3a: majority sex. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the "midterm outcomes of endovascular therapy for femoropopliteal lesions via drug-coated balloon, directional atherectomy and bare metal stent angioplasty". The time frame of this study was from january 2020 to january 2021. This study investigated the midterm primary patency of drug-coated balloons (dcbs), directional atherectomy plus balloon angioplasty (da), and bare metal stent (bms) angioplasty for the treatment of femoropopliteal lesions. Multiple manufacturers' devices were used in the study population. The following medtronic devices were used: turbohawk atherectomy catheter and spider fx distal protection filter. Bailout stents were implanted in 5 limbs (15.6%) in the da group. In the da group one patient experienced distal embolism (3.1%), which was successfully treated with complete recanalization after catheter aspiration. Patient adverse events included distal embolism, flow-limiting dissection, hematoma, access bleeding and bailout stent placement. No access complications, and no severe complications, such as acute thrombosis, stroke, myocardial infarction or death occurred within 30days. The primary patency rates at 24 months was 56.2% da (directional atherectomy). Deaths occurred in the study population during the follow-up period. The overall mortality rate was 5.5%, including occurrences of myocardial infarction (three patients), stroke (one patient), and pulmonary infection (two patients). No further information was provided pertaining to medtronic products.